Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was experienced abdominal muscle stimulation with right atrial (ra) lead pacing. The physician placed a patch around the patient's implantable pulse generator (ipg) in an attempt to eliminate the muscle stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.